Event description:
The customer reported a patient fall after the hook on the sling bar broke. The resident was being lifted from a chair to her bed when a small suspicious noise was heard described as "a sort of crackling." The resident was no longer touching the chair at that time. The hook of the sling bar released a few centimetres from the mattress and the resident was on top of the mattress in the harness. A breaking noise was heard, part of the hook on the sling bar gave way, and the resident fell a few centimetres. The patient was not injured. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported a patient fall after the hook on the sling bar broke. The resident was being lifted from a chair to her bed when a small suspicious noise was heard described as "a sort of crackling." The resident was no longer touching the chair at that time. The hook of the sling bar released a few centimetres from the mattress and the resident was on top of the mattress in the harness. A breaking noise was heard, part of the hook on the sling bar gave way, and the resident fell a few centimetres. The patient was not injured. The universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. The account provided a picture of the broken composite sling bar hook. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand (B)(6) kg before breakage. In the instruction for use for universal sling bars (7en160185 rev 5), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface.for safety, load must be applied to all sling bar hooks on the sling bar during the lift.multiple attempts have been performed to receive additional information in regards to the circumstances that lead to the slingbar damage but the customer did not provide any. A new sling bar is being sent to the customer. Although there was no patient injury associated with the reported event, the report of the sling bar hook breaking during patient lift could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.